Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "serous fluid was drained around the implant".

Event description:
Healthcare professional reported left side "breast complaint". Later, healthcare professional reported "serous fluid was drained around the implant" and diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g3, d9, h3, h6. "Correction to g3: aware date of initial medwatch. Aware date should have been listed as 2/23/2025". Based on the product analysis performed, the assessments of the complaint codes are: seroma-late-breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and particles were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required visual analysis: capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "breast complaint". Later, healthcare professional reported "serous fluid was drained around the implant" and diagnosed via ultrasound. Device has been explanted.